Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle had a melted stopper. The following information was provided by the initial reporter: stoppers melted sterilizer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle had a melted stopper. The following information was provided by the initial reporter: stoppers melted sterilizer.